Event description:
It was reported that a boston scientific field representative contacted technical services (ts) as this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) right ventricular (rv) pacing impedance measurements greater than 3000 ohms. Ts reviewed data from the device and noted that noise oversensing was also present in the right atrial (ra) channel, and that ra pacing threshold and pacing impedance values have increased over time, reaching oor values. Lead evaluation was recommended to exclude any mechanical or impairment concerns. Troubleshooting steps were provided but at this time, there is no further information available. Of note, the ra lead is not a boston scientific product. The device remains in service and no adverse patient effects have been reported. Additional information was received indicating that the patient was brought into the clinic, and impedance tests and provocative maneuvers were performed. No noise was observed, and the impedance measurements were within normal range. The device was also manipulated to identify if there was a header-lead connection concern, and no noise was seen. As the ra noise is a known problem for this patient, the patient is being remotely monitored and a clinic appointment with the doctor was scheduled to discuss next steps. No adverse patient effects were reported. The device remains in service.